Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint (water channel with white residues) was not established. The most probable cause of the complaint (scope communication error, noisy image) was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope had scope communication error (b30), noisy image and white residues in water channel. There was no patient involvement.